Event description:
It was reported via repair work order that the power cord was cut exposing copper wires causing it to smoke. There was patient involvement , however, no adverse consequence or clinically relevant delay in treatment was reported.